Event description:
The customer reported that their patient information center (pic) was not audibly alarming for red alarms. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.